Manufacturer narrative:
The device was returned to allergan for analysis and the device weighed 109.61 grams. Visual analysis noted crease folding on the shell. Under microscopic analysis a sharp-edged opening was assessed as an unidentified tear.

Event description:
Patient reported rupture of an unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side seroma.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture of an unknown side. The device has been explanted.